Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. No specific data was provided for review. The field service engineer replaced several parts and provided the customer with an alternative cleaning procedure. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
International customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The results were not reported out of the laboratory. No further event specifics or actions were provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.